Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Customer's blood glucose level was between 300 ¿ 315 mg/dl. Multiple attempts were made to follow up with the customer on the reported issue; however, customer declined assistance.